Event description:
An infection was reported.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 5550-l-298, triathlon sym patella s29x8mm, lot code: e410w. Cat. No.: 5515-f-401, triathlon ps fem component, cemented, lot code: rskar. Cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: uhel. At this time, it cannot be determined if this device may have caused or contributed to the patient's experience. Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. No device evaluation performed as the device was not returned. A medical review was not performed as no medical records were provided. The investigation concluded that there is no evidence to suggest that the reported event is manufacturing related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control. The reported event regarding infection involving a triathlon tibial insert was not confirmed.

Event description:
An infection was reported.